Manufacturer narrative:
D9 - date received by manufacturer: 4-mar-2024. H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found no physical damaged on device. Functional testing confirmed the complaint. Root cause was attributed to a faulty pump. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken, device is not needed in the loaner pool, and will be scrapped.

Event description:
It was reported that the pump was not pumping during startup. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D5. Other operator of device: operator of device is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.